Event description:
It has been reported to the co that during the procedure the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to 5mm to occlude the vessel. The physician then inserted a 25x20 maverick pre-dilatation balloon and inflated that in the vessel. The physician then pre-dilated the vessel and deflated the pre-dilatation balloon. The physician removed the pre-dilatation balloon and inserted the aspiration catheter. While the aspiration catheter was being advanced forward the occlusion balloon deflated. The physician removed the device and replaced it with another and successfully completed the case. The pt is reported to be fine.